Manufacturer narrative:
Results: a sample was not returned for evaluation. Archival samples were examined and performed in accordance with the parameters included in the product specification. A review of the device history record revealed no irregularities during the manufacture of the reported lot # w9w92l9. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Manufacturer narrative:
Bd corporate headquarters in (B)(4) has been listed in th report. As high tech laboratory is an OEM manufacturing site. Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the blade of a 30 g x 1.5 mm bd microtainer® contact-activated lancet did not retract after use and a needle stick injury occurred. It is unknown if the person who was stuck was the source patient or healthcare worker therefore, it is unknown if this was a contaminated needle stick injury. It is also unknown if any medical intervention was provided.